Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the unit would only power on using ac power. The battery was not capable of taking and holding a charge. The unit was able to engage in monitoring and all audible and visual alarms functioned as designed. There were no display issues observed. It was determined the battery was defective. There was no unexpected shutdown observed. A service history record review reveals that this unit was in the field for over five (5) years with no previously reported issues related to this event.

Event description:
It was reported that the display is missing an led light segment. There is no report of any patient impact or consequence as a result of the issue.